Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts from the center to the distal end of the stent that were bent, crushed and overlapping. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex to obtuse marginal branch. A 28x2.50mm promus premier drug-eluting stent was advanced to treat the lesion, however strong resistance was encountered and the device failed to cross the lesion. When the physician elected to use a guidezilla guide extension catheter, the device was removed from the patient and it was noted that the stent struts were lifted. The procedure was completed using a 23x3.0mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex to obtuse marginal branch. A 28x2.50mm promus premier&#10244;rug-eluting stent was advanced to treat the lesion, however strong resistance was encountered and the device failed to cross the lesion. When the physician elected to use a guidezilla guide extension catheter, the device was removed from the patient and it was noted that the stent struts were lifted. The procedure was completed using a 23x3.0mm non-bsc stent. No patient complications were reported and the patient's status was good.